Manufacturer narrative:
Evaluated three open/used reservoirs; inspected reservoir, o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test, reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connectors into pump; conclusion reservoirs no air bubbles.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she noticed air bubbles were going from the reservoir to the infusion set. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.